Event description:
A review of the article reported the following adverse event. One patient developed deep vein thrombosis (dvt) in the left lower limb on postoperative day 6, which was managed with subcutaneous nadroparin calcium (0.7 ml q12h) followed by oral rivaroxaban (20 mg qd), resulting in resolution.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robotic-assisted versus conventional laparoscopic adrenalectomy in pediatric patients 10.21037/tp-23-251 liu-2025-robotic assisted versus conventional.pdf. Https://doi.org/10.21037/tp-23-251.